Event description:
The manufacturer received information stating she has been waking up with extremely dry mouth. Pt states she then noticed the water level remains the same.pt states she also has noticed the hose is not a real tight fit but it has been that way and she is not sure if that has something to do with it. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.